Event description:
Planned maintenance activity (to change the device's clock to daylight savings time) resulted in more system downtime than originally planned. The system was taken off-line with nursing staff approval (to change the clock's time) with an anticipated down-time of less than 15 minutes. The system did not re-start after this as planned, and down-time was extended to about one and one-half hours. There were no pts harmed in any way by this problem. The reporter did not provide add'l info for the pt identifier shown.

Manufacturer narrative:
Manufacturer's evaluation summary: the device (acuity) is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The complaint involved the failure of the system to re-start after changing its clock to daylight saving time. The problem was investigated by remote modem connection to the customer's system, investigation found that the problem was caused when one of the software routines initiated during the acuity software start-up process was unable to successfully start. It was not possible to isolate why this occurred. The problem was corrected by removing unnecessary data that had accumulated within a file and reinitiating the start-up process. The device operated normally from that point on. The software that is the subject of this complaint is nearly nine years old and is considered obsolete. In later software releases, the time change process is automated so that no user action is required when changing from standard time to daylight savings time (or vice-versa). A search of our complaint files for this software family (acuity software version 4) found no similar instances occuring in the past two year, indicating that this appears to be a rare or isolated event.